Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead exhibited no lv capture at maximum pacing output, and pacing impedance measurements of greater than 2000 ohms when programmed to pace in a ring to tip or ring to coil configuration. The possibility of a compromised lv lead conductor was discussed. The patient has been asymptomatic as a result of these observations.

Manufacturer narrative:
The lv lead was programmed in a tip to coil configuration, which resulted in acceptable impedance measurements, and restored lv capture. Available information suggests that the physician plans to monitor the situation at this time. This event will be updated if any additional information becomes available.